Event description:
General report received of unknown number of undocumented incidences of tubing of the same lot to have overdelivered fluid. Pt was ordered an unknown fluid to be infused at a 24 hr rate. Infusion was actually completed in 8 hrs. No pt harm reported. No further info available.